Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During first inflation at 5 atmospheres for 2 seconds, that balloon ruptured in a pinhole form at near the middle. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.